Event description:
During evaluation of a returned spectrum iq pump, the device's speaker was loose and there was no audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the speaker was loose and there was no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as no/low/intermittent audio level. The cause of the condition was the loose speaker. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.